Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited high capture thresholds and low sensing at multiple sites. The lead was not used and the patient was implanted with a single chamber device. No patient symptoms were reported.